Event description:
It was reported that the device alarmed cassette not attached. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information: all issues were found during testing and repair at our facility. No patient involvement was indicated, h6: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was found to be missing the tamper seal. The event log revealed evidence of errors. Upon function testing, the reported problem was duplicated. The root cause of the reported problem was found to be contamination of the downstream occlusion sensor by the user. The sensor was replaced to resolve the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4